Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported interminttely that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the contact was unable to provide a cgm blood glucose (bg) reading at the time of the event, and the meter bg reading was displayed as ¿low¿; however, a specific value was not provided. As a result of the auto-bolus, customer's blood glucose (bg) level lowered ranging from below 20-50 mg/dl. Due to bg level customer fell. Customer required assistance consuming carbohydrates and glucose tablets. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.